Event description:
It was reported that the ventilator failed the internal leakage test during pre-use check. There was no patient involvement. (B)(4).

Manufacturer narrative:
Our field service engineer was on site for investigation. After inspecting the ventilator it was found that the expiratory valve coil cable was short to the chassis of the unit. The expiratory valve coil regulates the peep (positive end expiratory pressure). The expiratory valve coil was replaced. The expiratory pressure transducer tube, pressure transducer board, and expiratory channel printed-circuit board (pcb) were also exchanged. The ventilator passed all functional and safety tests per factory specifications. It was then cleared for clinical use. No parts were returned for investigation. Evaluation of the device logs confirmed the reported pre-use checks tests failure. Our conclusion is, that the exchanged expiratory valve coil with the damaged cables most probably caused the reported leakage issue. The damaged cables are related to a human error. Why the other parts were replaced has not been determined from this investigation.

Event description:
(B)(4).